Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The patient's rash was under the front and back therapy electrode pads. The rash was small and had red bumps. The patient's physician prescribed the patient a cream for the rash. Follow-up indicated that the rash had gotten better.